Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 10:30 am. The patient¿s testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient manages their diabetes with insulin (self adjuster), however, the patient reportedly did not take any action in response to the alleged product issue. The patient also denied testing their blood glucose with a secondary/ back-up meter. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly had a seizure two and a half hours later and at 2:45 pm, the patient reportedly consumed food and/or drink as self-treatment. At the time of troubleshooting, the csr noted the alleged meter issue was resolved with training. The csr also noted that the patient was using expired test strips at the time the alleged issue occurred. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.